Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a rhythm that appeared to be sinus tachycardia. The atp resulted in a rhythm acceleration to a true ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. Six shocks were delivered and were not successful in converting the induced arrhythmia. Boston scientific technical services (ts) reviewed the episode and provided troubleshooting and programming recommendations. The physician elected to perform a commanded shock to confirm the system efficacy. The commanded shock successfully converted the patient and the system was reprogrammed accordingly. This ICD remains in service. No additional adverse patient effects were reported.